Event description:
On 07/13/2022, it was reported by a sales representative via (B)(4) that a ar-9233 broach is not sliding freely, and is unable to be taken apart. This occurred during an unknown case, with no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed one unpackaged ar-9233 was received for evaluation. Visual inspection identified no apparent issues with the device. Functional testing confirmed the device was able to slide freely. The design of the device does not allow for disassembly. No issues were found.